Manufacturer narrative:
Continuation of d10: product ID unk-nv-marksman (unknown); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a middle cerebral artery thrombectomy. It was noted that the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 90 minutes. The vessel was not tortuous. It was reported that the fr stent was properly hydrated outside the body. The introducer sheath was advanced until it was seated firmly against the innermost part of the marksman-160 hub, and the fr was then pushed forward. After the stent was advanced into the distal end of the microcatheter, further advancement was not possible. Resistance was also encountered when attempting to retract the stent. Upon inspection, kinking was observed at the junction between the stent body and the detachment point. The device was replaced with a new stent, and the procedure was then completed successfully. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.